Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing on the right atrial channel. Due to this, inappropriate atrial tachy response (atr) episodes were recorded. Reprograming of the device was discussed. This device remains in service. No adverse patient effects were reported